Manufacturer narrative:
H6 result: no non-conformances. Co is unable to complete thier investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batdch record review indicates no non-conformances in the manufacturing process. At this point, co considers this matter closed. H6=batch record review.

Event description:
On 8/11, the pt, a iddm, began obtaining readings on her meter of 11,52 and 29 mg/dl. Although she took her morning dose of insulin, based upon the readings, she did not take any insulin for the remainder of the day. Since her stomach was bothering her, she drank soda, however, "may not have eaten too much" throughout the day. Because of her symptoms of elevated glucose, her husband transported her to the hospital between 4 and 6/p that evening where a laboratory blood glucose result of 950 mg/dl was obtained. She was treated in the ER with an IV and insulin drip and later admitted to ICU. The pt's husband reports that "this happens periodically," however, for the last few yrs, she's had much better control. The meter is not cleaned according to MFR's recommendations, the test strip holder is not removed for cleaning of the meter optics. Quality control tests are not performed, calibration status is unknown. Additionally, the pt stores her test strips outside of the vial in the meter case. The test strip package insert states to store the test strips in their original vial with the cap tightly closed.